Event description:
On (B)(6) 2011, the patient reported the down button of the infusion device works intermittently. He also reported experiencing low blood glucose of 42 mg/dl after lunch. He stated he had been walking and was more active. He was given 2 candy bars by his wife and 2 hours later, his blood glucose measured 57 mg/dl. He took a nap and 2 hours later, his blood glucose measured 340 mg/dl. He took a small bolus and continued with his normal routine and the following day, his blood glucose "evened out." He viewed the infusion device history and all programmed boluses were listed but he did not review the 24 hours history to see if more insulin had been delivered than intended due to the button issue. He switched to his backup infusion device. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.